Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, and no further related events have been reported at this time. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device 1 day. Event was observed immediately post-implant procedure. The patient remains ongoing on the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient experienced high chest tube output and required a trip back to the operating room (or). Chest was reopened and sternal bone bleeding was found. Patient received 5 units of blood in total. Chest was closed and patient was stable returning to the intensive care unit (ICU). No additional information was provided.